Event description:
It was reported that fluid was leaking from the side port tubing on the handle of an intellanav stablepoint open-irrigated catheter. No further information on the event was provided. No patient complications were reported. The device is not available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.